Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing, gear-pinion. This pump was at eos when received. There was no complaint against the pump. There were multiple motor stalls and recoveries seen in the logs. The pump was recovered from eos by the technician in the lab due to the motor stalls and recoveries seen in the logs. During destructive analysis the technician found significant residue in the pinion, lower shaft and shaft wear on the lower shaft of the rotor magnet. And also found significant residue in the pinion and teeth of gear 2. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's elective replacement indicator (eri) had changed. It was indicated when the pump was interrogated last week that the eri had dropped from 14 months, a couple of months ago to less than 1 month. It was noted that there was no change in flow rate. It was also noted that the patient would have 3 months after that for end of service (eos). The outcome of the patient was not provided. The drug delivered via pump was hydromorphone.

Event description:
Additional information reported that the doctor misinterpreted the eri dates. The pump was replaced and the patient was receiving effective therapy at the time of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).